Event description:
It was reported that pump experienced malfunction alarm with non-resettable malfunction code, and no events occurred before issue. There was no reported impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump.